Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17274403/17084551.

Event description:
It was reported that the patient's spinal cord stimulator (scs) was no longer charging and providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were discarded.